Event description:
It was reported that a patient presented with dizziness due to dislodgement of the right atrial and right ventricular leads due to twiddler's syndrome. This was confirmed with x-ray imaging. The dislodgement resulted in high capture thresholds and varying pacing impedance on the atrial lead, as well as loss of capture, varying defibrillation impedance, and far p over-sensing on the right ventricular lead. The physician set up a defibrillation vest until future lead revision. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgment, far p oversensing, failure to capture and varying high voltage impedance. As received, a partial lead (only distal portion) was returned in one piece with the helix found offset and clogged with blood/tissue. X-ray examination of the distal region found the helix was stretched consistent with procedural damage. Unable to perform helix mechanism test due to the condition of the lead as received. The reported events of far p oversensing, failure to capture and varying high voltage impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
New information received notes that the lead was explanted. No adverse patient consequences were reported.